Manufacturer narrative:
Product complaint # (B)(4) additional information: h4 corrected data: g1 the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: g1

Manufacturer narrative:
Product complaint #(B)(4). H3: evaluation: one sample received for investigation. On inspection of complaint sample, no adherence mark found on the trocar. However, punching mark found on the fluted area of the drain. During investigation of received sample , no sticking mark and breakage found on the trocar. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Were there any anomalies with the drain: appearance, damage, or function prior to use? The drain and trocar needle had adhered. When was the suture broke (pre-op or during use on the patient)? No suture breakage was reported. Was the suture broke in two or more pieces? No suture breakage was reported. Was the drain used on the patient? No. If yes, was leakage detected? Was another drain needed to correct the situation? No further information is available. If yes, was the new drain placed surgically during a second procedure? Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a drain was used. During surgery, the drain and trocar needle had adhered, then breakage occurred. Further details are not provided. There were no adverse consequences to the patient.